Event description:
A customer contacted beckman coulter regarding a mismatch of 2 different pt results when running patient samples on coulter lh 750 instrument. The customer indicated that pt a was an ER patient at hospital, and patient b an another hospital. The samples of pt a and b were tested for cbc on coulter lh 750 instrument. The customer indicated that pt b results were flagged and required a review. When reviewing the results of pt b, the customer noticed that the screeen had pt b accession number but name of pt a. During further investigation the customer discovered that all results for pt a or b were listed under pt a. The customer indicated that there had been no change to pt treatment attributed to or connected with this event.